Event description:
It was reported the patient¿s trial went fine and they got the implant and were doing well and then not doing well. It was stated there were no reports of falls or trauma and x-rays were completed and it was deemed the lead needed revising due to placement. The patient¿s device was revised and they were not getting any response to the therapy. It was noted the impedances were fine and they were going to check them again on (B)(6)2014. Reportedly, the lead was a typical and good placement.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was reprogrammed. Additional information later received reports about a month after implant (implant date is (B)(6) 2013), the patient had revision surgery on (B)(6) 2013. They removed the right lead and replaced it with a left lead. This did not help. The patient was still not getting therapy. It was noted reprogramming did not help either. The patient had great results during the trial and great results immediately after implant. There¿s really nothing more they can do at this point. It was noted that it was up to the patient whether they want to keep the device implanted or have it removed.